Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 27-apr-2024, it was reported that the infusion set fell off during use for 4 days, which caused the patient's blood glucose to 300 mg/dl to 399 mg/dl. The patient replaced infusion set, however, insulin was delivered via injection, as malfunction also occurred around this time. No further information available.